Manufacturer narrative:
The service provider provided the investigation report on 04/05/2021. The actual device was tested. The pump passed the flow rate testing. No issues were found during the testing. The reported issue was not confirmed.

Event description:
On 03/16/2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 03/15/2021 and stated that pump 503531 does not infuse at the proper rate. The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.